Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The tandem user guide states, "keep the transmitter and the pump within 20 feet of each other without obstruction.¿ h3 other text : device not returned.

Event description:
It was reported that out of range issues occurred between the transmitter and pump. Reportedly, the customer was not wearing the pump and sensor within lone of sight of each other. The customer experienced a low blood glucose (bg) level of 49mg/dl. Customer consumed carbohydrates to address bg. Tandem technical support educated the customer on wearing the pump and sensor within range of each other. The customer continued to use the pump for insulin therapy.